Event description:
It was reported a patient experienced a suspected peritonitis and subsequently died coincident with peritoneal dialysis (pd) therapy. The patient presented to the emergency room with abdominal pain. The patient was reported to have deteriorated after contrast administration and antibiotic treatment. Efforts to resuscitate the patient were unsuccessful. The cause of the peritonitis was unknown. Additional information has been requested, but is not available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, a supplemental medwatch will be filed.